Event description:
Additional information was received that calcification radiating from the base of the ncc contributed to the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed using a 22 millimeter (mm) non-medtronic balloon due to calcification extending from the root of the non-coronary cusp (ncc). During loading check, an issue was observed near node 3. Upon advancing the valve through the aortic valve, interference with the commissure was observed; however, the valve was able to pass. During the first deployment attempt, the valve expanded normally up to node 3. Upon deployment to the point of no recapture (ponr), an infold was observed on the ncc side of the valve via fluoroscopy. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded after performing another pre-implant bav using a 24 mm non-medtronic (vacs) balloon. Upon deployment of the valve, no infold was observed; however, the valve was deployed too deep and was subsequently recaptured. Upon the second deployment attempt, the valve was positioned at an implant depth of 2 mm on the ncc, and 3 mm on the left coronary cusp (lcc) and was fully deployed. The procedure was completed without any further issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (lot: 0012294213); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.